Manufacturer narrative:
The siemens customer care center (ccc) was contacted by the customer. The ccc evaluated the instrument data, which indicated poor sample quality and the presence of gel or fibrin combined with cellular components contained in the plasma portion of the sample. The cause of the discordant potassium, urea nitrogen and creatinine results is unknown. The ccc recommended that the customer review the pre-analytical sample handling procedures provided in the tube manufacturers instruction for use. The instrument is performing within specifications. Further evaluation of the device is not required.

Event description:
Discordant potassium (k), urea nitrogen (bun) and creatinine (crea) results were obtained on one patient sample on a dimension vista 1500 instrument. The discordant results were reported to the physician(s), who due to the discordant k result, stopped giving the patient potassium chloride. The sample was repeated from the same aliquot and repeated using a new aliquot. The repeat testing was performed on an alternate system. The results obtained from the new aliquot were reported to the physician(s). Patient treatment was resumed based on the corrected k result. The patient was in a normal status. There are no known reports of adverse health consequences due to the discordant k, bun and crea results.